Event description:
On (B)(6) 2014 initial notes: customer called and states having trouble with pump no obvious reason and just got out of ER glucose recorded it as a high bg t/s per dop. Patient expressed the following symptoms of high bgs: thirsty, stomach sensitive and tired. Patient did not contact their health care provider for high bgs. Customer states they have a backup plan. The patient has treated for high bgs. Details of treatment are as follows: injection. Patient does feel okay to trouble shoot. ER brought bg down to 240 then customer got home and put a new set on and while in ER new reservoir insulin was changed then ate a sandwich. Bg went from 275 to 312 and then customer started shooting with syringe. Customer states that there was an emergency room visit for their high bgs. Time and date of emergency room visit was: (B)(6) 2014 2:13pm. Bg at time of emergency room visit was: meter said high. Name of the hospital: drew memorial hospital. Name of individual reporting the incident: customer. Phone number of the reporter or hospital: 870-367-2411. Description of the complaint: high bgs. Significant events leading to the emergency room visit: could not get high bgs down. Patient was not in an accident. Cause of emergency room visit as per health care provider: high bgs. Outcome of the emergency room visit: gave an IV of electrolytes. Customer was wearing the pump at the time of emergency room visit. Advice customer to disconnect from the pump. Advised to check the tubing for air. It due not look like there is any disconnected at quick release. Advice to check the tubing for air. It due not look like there is any air in tubing per customer. Assisted the customer with removing the reservoir and rewinding the pump. Advice to reinsert reservoir and run a manual prime. Insulin did exit the tubing. Customer reports they did not find a leak. Advice to remove the set from the body. The cannula is bent. Explain that high bgs are often caused by site/set issues. Reminded the patient to change the set every 2/3 day per IFU and cdc guidelines. Customer states the cannula is not occluded. Question - is the site sore or irritated? Response: sometimes on other times a little red. Advice the patient to check the insulin vial. Found: just opened today expired 09/01/2016. Advice customer to insert 90 degrees angle basically straight into the body. Also explained to customer to avoid natural bending body areas and harden/scarred tissue areas. Unomedical a/s will submit two MDR reports in this case because the patient referred to two separate events with high bg. One ended up at hospital and another from home. The other MDR report has this reference no. (B)(4). This is done to meet the requirements as set out in the mdd for vigilance reporting.

Manufacturer narrative:
A visual inspection and tests for flow, leak and ventilation to the pcc reservoir connector were performed on the returned used devices. In the visual inspection found the soft cannula was kinked at the tip, on both cannula. The flow, leak and ventilation tests were in accordance with specifications. The needle test cannot be performed due to the introducer needle was not returned. The reference samples were visually inspected and tested for flow, leak, needle and ventilation to the pcc reservoir connector. All test results were within specifications. During manufacturing of the cannula part the soft cannula is kept straight by the introducer needle. However, if the introducer needle is bent during handling and packaging of the infusion set, this may affect the soft cannula causing it to kink. To prevent systematic failures during manufacturing, unomedical uses online sampling plans according to iso 2859-1. Sample sizes are tested against specifications. During use in general and specifically during insertion the patient may accidentally kink the soft cannula. An asr report to the FDA has already been submitted in (B)(4) for MFR report no. (B)(4). At that time we did not know if anything was wrong with the infusion device. Unomedical hereby consider this case to be closed.